Event description:
Additional information was received stating that "flushing sheaths" was referring to the flush tool on the solitaire. The cause of the resistance was undetermined. A continuous saline flush was administered and maintained as indicated in the IFU. The tip of the sheath was secured in the hub of the microcatheter. The rhv was secured during delivery. The information is confirmed by the physician.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the solitaire x device was returned within a shipping box and a plastic pouch. ¿ visual inspection/damage location details: the solitaire x device was returned within its introducer sheath. No damage was found with the introducer sheath. No bends or kinks were found with the solitaire x pusher. The stent was found still attached to the pusher and in good condition. ¿ testing/analysis: the solitaire x device was deployed out from within its introducer sheath without issue. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ and ¿stent resistance/stuck in sheath¿ reports could not be confirmed. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. Possible causes of ¿stent resistance/stuck in sheath¿ include damaged introducer sheath, overtightening of rhv or improper hubbing technique. No damage was found with the returned introducer sheath, the patient¿s vessel tortuosity was ¿normal¿, and the catheter was flushed as indicated in the IFU (instructions for use). The phenom 27 catheter used in the event was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. The phenom 27 catheter is compatible with the solitaire x device. Overtightening of the rhv or improper hubbing technique could not be ruled out as potential causes. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two solitaires were used in the case and removed from patient. A second pull was needed so the solitaires were backloaded on the flushing sheaths but they were not able to load them into the micro catheters. They had difficulty pushing them out of the flushing sheaths and as a result had to pull different solitaires. The difficulty happened outside the body of the patient. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke located in the left middle cerebral artery (mca). It was noted the patient's vessel tortuosity was normal.